Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the broken scope connector board, which was likely caused by one or more of the following reasons: ·water invasion of scope connector or venting connector of the subject device. ·attaching/detaching venting connector/leakage tester tube/ sterilization cap while water droplets adhered to outer surface of the connector, inside the tube/cap, or when they are under water. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: 1.4 warning and cautions: caution ·before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope -perform the leakage test: caution ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Important information ¿ please read before use -warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2,'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, a b30 scope communication error message was received for the device accompanied by image issues. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that user¿s complaint of b30 scope communication error message was received for the device accompanied by image issues was confirmed. This is attributed to the scope connector having water invasion. There was presence of rust on scope connector unit, circuit board, and scope cover unit. All of which need replacing. The charge couple device (ccd) imaging unit worked fine when test with a test scope connector unit. Other observation for the device is scratch on distal end plastic cover. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for the initial reporter. This supplemental report is being submitted to provide this information. No other information has been available for this event.